Event description:
Pt admitted for removal of implanted intravasculaer device and retrieval of fractured portion of catheter from superior vena cava. Approx. 10 cm of cath tubing was retrieved from the superior vena cava. Remaining part and cath surgically explanted.